Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review found no causes or potential causes to the customer's reported problem a sample was received to perform an investigation. A visual inspection found both seals were intact. The top and bottom cases were in excellent condition. No visible contamination noted. The device event history log review found primary audible alarm background (bgnd) test and auxiliary control unit (acu) watchdog as sympathy alarm. Power up and performed infusion / occlusion testing was done and did not duplicate the reported problem. A corrective and preventive action (CAPA) was opened for this issue. Replaced speaker as preventive measure and performed self test/occlusion test. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that there was an auxiliary control unit(acu) watchdog failure alarm. No patient involvement or injury was reported.